Event description:
User received discrepant sodium, potassium and calcium results for six pt samples over a three day period beginning in 2008. Four examples were provided. The next day, initial sodium result was 228 mmol/l, repeat result was 133 mmol/l; initial potassium result was 6.5 mmol/l, repeat result was 4.8 mmol/l. Suspect samples were repeated and no erroneous results were reported. The field service representative determined the sample probe needed to be replaced. He replaced the sample probe and cleaned and decontaminated the washstations. Performance tests were performed.

Event description:
User received discrepant sodium, potassium and calcium results for six pt samples over a three day period beginning in 2008. Four examples were provided. Two days later, initial calcium result was 12.3 mg/dl, repeat result was 9.9 mg/dl. Suspect samples were repeated and no erroneous results were reported. The field service representative determined the sample probe needed to be replaced. He replaced the sample probe and cleaned and decontaminated the washstations. Performance tests were performed.

Event description:
User received discrepant sodium, potassium and calcium results for six pt samples over a three day period beginning in 2008. Four examples were provided. Initial calcium result was 11.4 mg/dl, repeat result was 9.7 mg/dl. Suspect samples were repeated and no erroneous results were reported. The field service representative determined the sample probe needed to be replaced. He replaced the sample probe and cleaned and decontaminated the washstations. Performance tests were performed.

Event description:
User received discrepant sodium, potassium and calcium results for six pt samples over a three day period beginning in 2008. Four examples were provided. Initial calcium result was 11.6 mg/dl, repeat result was 9.4 mg/dl. Suspect samples were repeated and no erroneous results were reported. The field service representative determined the sample probe needed to be replaced. He replaced the sample probe and cleaned and decontaminated the washstations. Performance tests were performed.